Manufacturer narrative:
Continuation of d10: product ID: 8711 lot# serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign patient's representative (for, con) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that the patient's son has had a baclofen pump implanted for 22 years. The patient had been experiencing a constant problem because the junction between the two catheters was leaking, despite having been surgically repaired twice. Unfortunately, the catheter that lead into the spine could not be replaced because their son underwent scoliosis surgery 20 years ago, and due to spinal ossification and metal implants, the surgeons were unable to remove the old catheter or insert a new one. It was stated that their son's condition was rapidly deteriorating due to the renewed leakage. The patient's father was asking whether they might have any solution for this type of problem. Was there any additional connector that could seal the junction between the 20-year-old catheter and the new one and prevent leakage, or was there any kind of medical adhesive or sealant that could reliably secure the connection?

Manufacturer narrative:
Continuation of d10: product ID: 8711, serial# unknown, product type catheter h6: the previously applied annex e code e2401 has been replaced with e161603. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was clarified that the catheter leaking and patient's condition rapidly deteriorating had occurred in slovenia. The patient experienced worsening spasticity related to the catheter leaking and their condition deteriorating. The serial number of the catheter associated with the event was unknown as the catheter was implanted 20 years ago in the united states. It was indicated the last pump implantation, in which a model 8667-20 pump with serial number (B)(6) was implanted, had occurred on (B)(6) 2025. The catheter leaking was first observed in (B)(6) 2025. The date 2025-sep-01 is considered an approximate date of event (specific month and year known only). The probable cause of leaking was deteriorioration of the material of the old catheter. Multiple revisions of the junction between the old spinal and pump segments, ultimately, a new catheter was inserted. The leaking was resolved but the patient's condition remains unchanged. The old catheter could not be removed due to previous spine surgery, so it was ocluded and left in-situ, and a new catheter was inserted.